Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown. Batch no.: unknown. It was reported patient experienced anaphylactic reaction, bronchospasm, and hypotension. Anaphylactic reaction v.23.1. Bronchospasm v.23.1 1 days. Hypotension.